Event description:
It was reported that when using the bd pyxis¿ es server, the system was upgraded to version v1.11, after which new patients did not appear on the es and transferred patients were not reflected as transferred. Further review showed the system was receiving hl7 messages but not filing correctly in the application. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) spoke with user and received three patient examples that existed on the server as temporary patients created at the station. Tss reviewed the examples, worked with rut team and confirmed that the issue was resolved. Tss logged into the server and verified the patients were now visible. The system functioned as intended after the technical support specialist investigated the device.